Event description:
Department personnel report that when an attempt was made to charge the device, the device indicated connect cable. The reporter stated that crew pushed the cable into the connector to get it to work. This reporter stated it is unk if this report was related to a pt use, but may have been found as part of shift check, as medics are required to shock during device testing.